Manufacturer narrative:
Add'l MFR narrative: this event occurred outside the united states. As a result of foreign confidentiality requirements and international privacy laws, no pt info was available.

Event description:
It was reported that during a shoulder stabilization procedure using the speedlock knotless implant, the anchor could not be tapped completely into the drill hole. The surgeon was unable to get the sutures to lock and when attempting to remove the inserter handle, the handle would not detach from anchor. The surgeon was able to get the handle to detach, but the 2 peak windows were still attached. This resulted in the anchor sticking out 2mm outside of the glenoid. The procedure was completed using another anchor, without significant delay. There were no pt complications reported as a result of this event.